Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was acute cardiac event, and coronary artery disease.

Manufacturer narrative:
Analysis was normal. No anomalies were found.